Event description:
It was reported that the biomed stated that the arctic sun device failed calibration for an error 80. Expected was 8 but the actual was 28.6. The chiller temperature was 3.9 and the mixing pump was 100percentage. Also stated there was mixing pump failure. System hours were 6001 and the pump hours were 5493.9. Device was sent to the depot for repair of mixing pump, circulation pump and heater and returned on 02 feb 2023. The device will be retuned returned to the depot under warranty. Per investigator notification received on 04aug2023, it was reported that the double bend tube and the chiller evaporator outlet tube found expanded.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump motor. Confirmed in patient data and during decon and assessment testing the device was not cooling this led to a calibration error 80. Mixing pump was replaced. Double bend tube and the chiller evaporator outlet tube found expanded. Double bend tube and chiller evaporator outlet tube were replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated that the arctic sun device failed calibration for an error 80. Expected was 8 but the actual was 28.6. The chiller temperature was 3.9 and the mixing pump was 100 percentage. Also stated there was mixing pump failure. System hours were 6001 and the pump hours were 5493.9. Device was sent to the depot for repair of mixing pump, circulation pump and heater and returned on (B)(6) 2023. The device will be retuned returned to the depot under warranty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.